Manufacturer narrative:
(B)(4): wire breakage or separation is illustrated on the score label of the device. Only received back the wireguide to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the attached caution label, l_scor_rev.0, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned product indicates that the coil wire has separated between the distal weld and the taper solder. This will happen if the distal weld separates. The causes of distal weld separation are frequently; damage to the wire guide from contact with the needle bevel, tortuous anatomy, or the wire can become entangled on itself during the procedure. The exact cause in this complaint cannot be determined but the most likely failure mode was tortuous anatomy. We will continue to monitor for similar complaints.

Event description:
During the procedure, the guide wire broke on the cook micropuncture push-plus transitionless introducer set. The end that broke off was the end that the physician was manipulating. The portion that broke off, migrated into the needle cannula and did not have to be retrieved from the patient. Procedure was completed with another device of the same catalogue number. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.